Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the symptoms that got worse had not been resolved. The step taken to resolve the symptoms that got worse was that the patient was reprogrammed. It may possibly be the other problems and the patient would have a colonoscopy and find out. The other problem was not related to the patient's implant. The patient had microscopic colitis and was being treated by their gastro-doctor.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that something is wrong because their symptoms are getting progressively worse, and that they had chronic diarrhea on (B)(6) 2016. They also thought they had a stomach virus and went to the healthcare provider (hcp) but they didn't find anything. The patient stated they are on 2.2v and they do not see program. It was confirmed the patient feels stimulation and therapy is on. The patient was redirected to their hcp to add programs. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor. Additional information from the patient reported that a patient was still experiencing a sudden return of symptoms on a friday in (B)(6) 2016. The patient said they had a "hard fall". There was no indication if the fall was related to the device. The patient also mentioned they had knee surgery two weeks prior to the report and they were not sure if it was related. Reprogramming did not resolve the return of symptoms. The symptoms reported include diarrhea, sore and itching, burning, poking in the rectum. According to the patient, the diarrhea was so bad and uncontrolled they were house bound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.